Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that undersensing on the pacemaker channel was observed via egm. The patient was asymptomatic. No programming changes were made; the patient notifier was disabled to prevent the patient from receiving alerts. The device remains implanted.